Event description:
It was reported that bd unknown leaked at adapter tubing junction the following information was provided by the initial reporter, patient underwent surgery and was given intravenous infusion using a 20g cannula, which was successfully inserted. The prn leaked fluid and was replaced and is now functioning normally.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information available.